Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and information provided by the customer (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was found power supply defect and power supply was replaced. The device was repaired at the customer site. Therefore no received date available. Based on the results of the investigation, it is likely that the device cannot be turned on due to a defective power switch. However, a specific cause for the defective power switch could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No patient or procedure was affected.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source power switch was defective. The device couldn't be switched on. The issue was found during preparation for use. There were no reports of patient harm.